Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer blood glucose (bg) level was reported as ¿high¿ on the continuous glucose monitor (specific bg value was not provided). Customer administered a correction injection to address bg. The customer reverted to an alternate method in insulin therapy.